Event description:
Same case as MFR#: 2134265-2013-01571. It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The vascular diameter was large. The 75% stenosed lesion was located in a mildly tortuous and severely calcified proximal right coronary artery. A 4x20mm apex balloon was inflated and on the first inflation ruptured at eight atmospheres. The balloon was removed intact. Then a maverick xl mr, 5.5mm x 15mm balloon was inflated and on the fist inflation ruptured at six atmospheres. The device was removed intact. The procedure was completed a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).